Event description:
During treatment of an in-stent restenosed "lad" lesion, a guide wire and ptca balloon were positioned into a septal branch. After multiple inflations with a ptca balloon the resistant lesion yielded minimal flow. The prior cine revealed a distal wire perforation. A cutting balloon catheter was positioned and inflated two times at nominal pressures with a perforation evident at the lesion site. A long stent was successfully positioned and no further extravasation was seen. Later the same day the pt was brought back to the cath lab with no extravasation present. A pericardiocentesis drainage catheter was left in place after the initial ptca procedure. Later that evening the pt's blood pressure dropped and the pt went into cardiac arrest. The following morning the pt expired.